Manufacturer narrative:
Device received with blank display and missing segments due to cracked lcd glass. Unable to perform displacement test, active current test, sleep current test and self test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 354 mg/dl at the time of incident. Customer stated that they were not able to read the display and the screen had crack. The customer also stated that the insulin pump was dropped. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.